Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed neurological dysfunction for longer than 24 hours. A computed tomography (CT) scan was performed which showed multiple subdural hematomas in both sides of the patient's brain. The patient was experiencing symptoms of left facial nerve paralysis and hypesthesia in the distal end of their left wrist. The patient was treated with anticoagulant therapy of warfarin and heparin. The patient's doctor thought the event had been caused by medical management and was not related to the device.

Manufacturer narrative:
Further information was received indicating this event was a duplicate and reported in manufacturer reference number 2916596-2021-05574.

Event description:
Additional information: the patient was admitted to the hospital on (B)(6) 2021. At that time the patient had repetitive oozing from the surface of the small intestine which required cautious management of their international normalized ratio (inr) and occasional fasting and transfusion. A procedure was performed to address the gastrointestinal bleeding. The condition of the patient's anticoagulation remained unchanged since that time. The patient was unable to be weaned away from oral antibiotics due to a suspected device infection. The patient's status progressed without neurological sequela. The cause of the patient's brain status was a minimal brain aneurysm rupture from the infection or a thrombus event caused by the anticoagulation regimen having to be reduced. Thrombus was not confirmed and the patient was discharged on (B)(6) 2021. The patient was hospitalized again due to frequent gastrointestinal bleeding. The patient's status was progressing without pyrexia and enhancement of inflammatory reaction due to oral antibiotics.

Manufacturer narrative:
The patient's (B)(6) 2021 bleeding was reported under MFR # 2916596-2021-05574. The patient's additional hospitalization for gastrointestinal bleeding was reported under MFR # 2916596-2021-05620. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.